Event description:
A ventilator was returned to a third party service center for remediation activities. There was no harm or injury reported. During the evaluation of the device at a third party service center, a ventilator inoperative error was observed on the device error log. The device's internal battery was found to be depleted. The device also failed the positive flow verification test. The internal battery was charged, and the repair run in and repair test was reperformed. The device passed all testing.

Manufacturer narrative:
H3 other text : device serviced by a third party.